Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with the anvil bent upwards and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No further functional testing could be performed due to the conditions of the anvil, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a gastric resection procedure, the first such intervention on the patient, treatment area without clips or stapling line. During the first stapling, everything went fine, but the device was a little hard. Second cartridge, the physician observed that from the second staple they were not closed - u-shaped - the device crashed. The doctor was able to open it without problem. Test with a third charger, same problem. The physician changed to another like device and procedure successfully completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by, the device crashed? The device blocked.